Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had reached early elective replacement indicator (eri). It was also reported that the right ventricular (rv) lead had increasing thresholds. The ipg was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.